Manufacturer narrative:
Concomitant medical product: product ID: 6250vic. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead could not be fixed to the target vessel and dislodged with the catheter. The lead was not implanted and a new lead was used to complete the procedure. No patient complications have been reported as a result of this event.